Manufacturer narrative:
Other, other text: additional information is provided for h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device downstream sensor seal was lifting and had a worn upstream sensor seal. No evidence found in event history log. Functional testing was performed, and the reported issues were not all able be replicated. The root cause was determined to be a bad expulsor. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in 2022 and the complaint was related to previous service of the device. For all enquiries or follow-up questions related to the record, do not use regulatory.(B)(4) located in sections g.1., please direct those to the following: regulatory.(B)(4).

Event description:
It was reported the pump alarmed upstream occlusion, down stream occlusion, loss of power, under infused and the battery drained fast. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.